Event description:
It was reported that the lead exhibited less than 200 ohms impedance, and noise which resulted in pauses. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.